Event description:
Patient was receiving a femoral/popliteal bypass on his right leg using a sheath with bullet tip (scanlan ref 9009-18). When the surgeon pulled back on the tunneler the bullet tip came off and became lodged under the femur in the muscle. After several attempts to retrieve the bullet tip, an additional surgeon and fluoroscopy was used to locate and remove the tip. The patient experienced an additional incision on the outside right thigh in order to retrieve the tip. We currently use this plastic tunneler because manufacturers no longer make the metal ones we previously used. FDA safety report ID # (B)(4).